Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 461 mg/dl. Customer's blood glucose value was 400 mg/dl. The customer had treated with pump for the high blood glucose. Troubleshooting decline to troubleshoot for high readings. Customer also stated about pump error. Troubleshooting was performed. Customer found software error in the alarm history. The displacement test and self test was performed and the test was passed. The product was not returned for analysis.